Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07092. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat dysmenorrhea, left ovarian cyst, cystocele, supracervical hysterectomy, and stress urinary incontinence. It was reported that the patient had the concurrent procedures of a supracervical hysterectomy, transvaginal taping, and cystoscopy performed during mesh implantation. It was reported that the patient had an additional mesh implantation on (B)(6) 2007 in order to treat cervicovaginal prolapse, hypertrophic cervical elongation. It was reported that the patient had the following procedures performed during mesh implantation on (B)(6) 2007: laparoscopic sacral colpopexy, trachelectomy, and cystourethroscopy. (B)(4) - cervicovaginal prolapse; hypertrophic cervical elongation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and a cystocele on 11/03/2006 and mesh was implanted. The patient underwent the concurrent procedure of a hysterectomy ((B)(6) 2006) during mesh implantation. The patient experienced pain, erosion of her internal tissues, and the patient has undergone additional surgeries and revisionary procedures. The outcomes attributed to device were pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, urinary problems, and organ perforation. It was reported that the patient underwent a gynecological procedure in order to treat recurrent vaginal prolapse on (B)(6) 2007 and mesh was implanted. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07092. The same patient is represented in each medwatch.